Manufacturer narrative:
H.6. Investigation summary complaint investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1231077 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1231077. Retention samples from batch 1231077 were not available for inspection. Two return shipments were received for investigation of this complaint. One return shipment was received on 10/27/2021 and contained 10 plates in one unopened sleeve from batch 1231077 in a ziplock bag in a box with paper padding. Plates were inspected and 1/10 plates had surface bacterial growth (time stamp 0947). The affected plate was submitted to the ID lab and pseudomonas fluorescens was identified. The second return shipment was received on 11/04/2021 and contained 10 plates in one unopened sleeve from batch 1241077 in a ziplock bag in a box with returns for another batch. Plates were inspected and 1/10 plates had surface bacteria growth (time stamp 0205). The affected plate was submitted to the ID lab and psuedomonas fluorescens was identified. No photos were received for investigation. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity s1 per baltrmppmgenpuraph, rev 02, ID 6.13. H3 other text : see h.10.

Event description:
It was reported before testing with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) biological contamination was observed. This happened 9 times. No confirmatory testing was needed. There was no report of patient impact. The following information was provided by the initial reporter: customer said it is now 9 plates. Customer reports contamination for cat 221261 lot 1231077. Customer states contamination was found in 1 plate. Product was refrigerated upon receipt. Organism was not identified as sleeve was not opened."

Event description:
It was reported before testing with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) biological contamination was observed. This happened 9 times. No confirmatory testing was needed. There was no report of patient impact. The following information was provided by the initial reporter: customer said it is now 9 plates. Customer reports contamination for cat 221261 lot 1231077. Customer states contamination was found in 1 plate. Product was refrigerated upon receipt. Organism was not identified as sleeve was not opened."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.